Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing discomfort due to his scs ipg moving closer to the surface of the his skin. It was also reported the pt's scs ipg pocket site becomes blue and red at times. F/u is pending.